Event description:
It was reported that a cdh29 was used during a palliative low anterior resection. It was reported by the affiliate that the original intention was to do a sigmoid colectomy, converted to a low anterior resection. Cdh29 used as no eea28 (not co's device) was available. Believe surgical team to be unfamiliar with firing cycle. Reported that gap setting scale was wound completely down. No crunch was heard on firing. Staples were fired but appeared unformed. Anastomosis successfully redone. There was no consequence to the patient.